Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical investigation: a temporal relationship exists between ccpd therapy utilizing a liberty cycler set and the serious adverse events of peritonitis, characterized by abdominal pain and cloudy peritoneal effluent fluid, which required antibiotic therapy. The pdrn attributed causality to an unspecified touch contamination event or a lack of utilizing the proper ppe. Esrd patients undergoing pd therapy (manual or cycler based) for rrt are at high risk for infections of the peritoneum. Staphylococcus aureus is commonly found in the mucus membranes, axillae, and on the skin of humans. Additionally, staphylococcus is the most frequent organism associated with peritoneal infections and is usually due to a touch contamination event. Per the pdrn, the serious adverse events were unrelated to any fresenius product(s) and/or device(s) deficiency or malfunction. Based on the information available, the patient¿s liberty cycler set can be disassociated from the serious adverse events. There is no allegation or objective evidence indicating a fresenius device(s) and/or product(s) caused or contributed to the serious adverse events. Furthermore, there is no report a fresenius device(s) and/or product(s) failed to meet the users¿ expectations and/or the manufacturers¿ specifications, further evidenced by the devices¿ continued use.

Event description:
On 23/apr/2026, fresenius became aware this patient with end stage renal disease (esrd) on continuous cyclic peritoneal dialysis [cc(pd)] utilizing a liberty cycler set for renal replacement therapy (rrt) was diagnosed with peritonitis. During follow-up, the patient¿s pd registered nurse (pdrn) confirmed the patient presented to the outpatient home dialysis clinic on (B)(6) 2026 with complaints of abdominal pain and cloudy peritoneal effluent fluid. A peritoneal effluent fluid culture and cell count (wbc = 8237 /mm3, polymorphs = 82%) were collected, and the patient was diagnosed with peritonitis. The patient was treated with intraperitoneal (ip) vancomycin 2000 mg every 5 days for 5 doses. The patient¿s peritoneal effluent culture result returned positive for staphylococcus aureus, reportedly caused by an unspecified touch contamination event, or the patients¿ lack of wearing the proper personal protective equipment (ppe). The patient continues to undergo ccpd utilizing the same liberty select cycler and is recovering from the serious adverse event. Per the pdrn, the serious adverse events were not caused by any fresenius product(s) and/or device(s) deficiency or malfunction.